Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient experienced severe glare and visual distortions. Consequently, the lens was removed and replaced with an advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was scratched iol. Based on the additional information received, the iol was exchanged with a non-company lens of half a diopter less power than the original lens during a secondary procedure. The surgery involved patient's right eye. It is unknown whether the patient¿s symptoms were resolved. The surgeon reported that the prognosis was guarded. There was no further impact to the patient.

Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).